Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, she had reported having four seizures and was found unconscious by her son. The patient alleged she was experiencing inaccurate cgm values, however, no specific cgm or bg meter comparison values were reported. The patient was wearing the betabionics ilet insulin pump. The patient¿s son treated the patient with orange juice and the patient was taken to the hospital. The patient declined to provide any further event details including medication provided while hospitalized and how long the patient was in the hospital prior to discharge. Attempts to reach the patient back for further event clarification were unsuccessful. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.